Event description:
A customer reported a malfunction alarm with a code malf 0 on their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.